Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced difficulty connecting the connector to the device. Education was provided regarding the proper orientation of the connector, and it was determined that the connector had been inserted incorrectly. After guidance, the patient was able to successfully connect the connector. Blood glucose levels were not impacted by this issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.